Event description:
Revision surgery - the stem was loose, it was not a djo product, manufactured by plus. It was replaced with a djo head and liner, the stem was replaced with a smith and nephew product.